Event description:
It was reported that during a lap gastric bypass procedure, the harmonic generator gave an instrument error. A new instrument was opened and the case proceeded without interruption. No pt consequence.